Manufacturer narrative:
An event regarding audible noise involving an unknown knee implant was reported. The event was confirmed through clinician review of the medical records provided.  Method & results:  device evaluation and results: not performed as product remains implanted.  Clinician review: a review of the provided medical information by a clinical consultant indicated: the clicking sensation noted in the bilateral total knee arthroplasties may relate to either the ps post contacting the femoral component or subluxating patellar component. The insert change in the left total knee was indicated for soft tissue laxity that developed post-surgery. There is no evidence of factors associated with faulty implant design, manufacturing or materials being responsible for this clinical event. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided. Conclusion:  the patient reported a clicking noise in the right knee. Medical review indicates that it may relate to either the ps post contacting the femoral component or subluxating patellar component. Additional information including product details is needed to fully investigate the event. At this time no medical treatment has taken place. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for right knee. Patient called stating he had bilateral knees done on (B)(6) 2019. He reported clicking noises on both knees, instability and loosening on left knee. His left knee was revised on (B)(6) 2019.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for right knee. Patient called stating he had bilateral knees done on (B)(6) 2019. He reported clicking noises on both knees, instability and loosening on left knee. His left knee was revised on (B)(6) 2019.